Event description:
The customer had purchased the contour next ez meter in the us but when she used it for the first time her reading was 2.5mmol/l. No adverse event alleged. The customer was expected to return the meter for evaluation and a replacement was sent to her.